Manufacturer narrative:
Device evaluation: the pump and the meter were returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found in either device. Testing was unable to duplicate the compliant during the investigation. Meter powered up normally and paired successfully with returned pump. A 10 u bolus was successfully performed from the meter no errors occurred. Meter history shows no evidence of cancelled boluses. The black box and bolus history on (B)(6) 2013 shows no evidence of partially delivered or cancelled boluses. Pump was exercised for 24 hr duration test with no errors or alarms observed. No hypersensitive keys were observed on keypad. Pump successfully passed a (B)(4) flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump did not give the programmed bolus dose of insulin. On (B)(6) 2013, the patient obtained a blood glucose reading of 500 mg/dl two hours after the bolus dose had been programmed into the meter remote. The patient did not experience any symptoms of hyperglycemia and did not receive any medical attention or treatment. Troubleshooting revealed there was no insulin on board and the patient¿s technique was correct. The issue was not resolved. As the patient suffered a blood glucose level indicative of severe injury after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.